Event description:
As reported by sales rep, there was foreign material in the actual sealed, sterile pouch. The material was described as black in color about the size of a pencil eraser. It looks like a bug smashed to the hub of the introducer.

Manufacturer narrative:
A product eval is anticipated, but the device has not yet been returned to cordis. A review of the mfg route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Additional info will be submitted within 30 days of receipt.